Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that the patient had a pain pump implanted for pain. Their pcp sent out referral to a physician but they have not heard back regarding an appointment.

Event description:
Information was received from a patient who was receiving saline (pfns, pbs) via an implantable pump. It was reported that the pump was "falling out" and "sitting" on the patient's hip causing large amounts of pain but the patient was having a hard time finding a surgeon to remove the pump. It was noted that the pump hadn't had medication init "for 10 years". It was noted that the patient had a radio frequency procedure without anesthesia and it hurt so bad the patient cried. The patient was dismissed from the healthcare provider's practice and reported that people from medtronic and multiple doctors said they won't touch the pump.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.